Event description:
During a remote follow-up, episodes of far-field r-wave oversensing which resulted in inappropriate mode switch were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention will be performed at this time. The patient was stable and will continue to be monitored.